Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.